Event description:
It was reported that the patient experienced a loss of therapeutic effect shortly after a wireless pacemaker was implanted in her abdomen on a tuesday. It was noted that during the pacemaker implant, electrocautery had been used. The deep brain stimulation (dbs) system had been programmed to 0.0v and turned off. The patient had been programmed after the pacemaker placement, and her therapy was fine, however the patient returned home and the following saturday she felt her heart rate drop. The pacer 'kicked in' and her dbs stopped working leading to an increased tremor. She had been trying to get stimulation back on, but couldn't. It was noted that the patient was knowledgeable about using the patient programmer. The patient was admitted to the hospital and after a pacemaker representative had used a magnetic wand to check the pacemaker, follow-up showed the dbs was on. It was believed that the pacemaker had potentially shut off the dbs, however it was unknown why the patient had been unable to turn it back on. The patient was currently receiving therapy, and the plan was to determine if there was any interference if the event happened again.

Manufacturer narrative:
(B)(4). Lead: model 3387s-40, lot# v108523, implanted: (B)(6) 2008, explanted: na; extension: model 7482a51, serial# (B)(4), implanted: (B)(6) 2009, explanted: na; programmer: model 7438, serial# (B)(4).